Manufacturer narrative:
The estimate was rejected and the device scrapped per the customer request.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the charging of the internal battery was observed.

Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation of the returned internal battery, the manufacturer confirmed the battery had exceeded the recommended cycle counts. The manufacturer concludes the internal battery exceeded the expected life cycle.